Event description:
It was reported that the graft was implanted in a pt as a modified blalock - taussig shunt. One day later, it was reported that serum was leaking through the graft wall, approx 250cc / day. The physician reported that this is the first time he has seen this with this product. The graft remains implanted.